Manufacturer narrative:
(B)(6). Device was returned for evaluation. Device was returned in two pieces. Device was broken at the drill head of the device. The break site is damaged in a manner that is consistent with contact with a guide wire. Due to the condition of the returned device a dimensional and functional evaluation is not possible. A review of the device history records and complaint files confirmed that no additional complaints have been reported and no abnormalities were noted during the manufacturing process for this lot. Potentially the cause for this device failure was excessive forces were applied to the instrument, causing a result in failure. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the drill broke into 2 pieces during drilling. The case was an acl. Nothing broke inside the patient. A backup device was available to complete the procedure. No reported patient injuries. No other complications were noted.